Event description:
It was reported that the cadd administration set tubing had come apart from the anti-siphon valve. The dose was running all over the bed when the client discovered what happened. The client closed the clamp on the PICC. PICC line intact with the clear link cap intact. When the client arrived to clinic visit in the morning the anti-siphon valve was still attached to the cap. No injury was reported.

Manufacturer narrative:
Other, other text: d5: unknown. H10: device evaluation: the device was returned for investigation. Visual inspection was performed. The product was received with the valve loose from the tubing; marks of enough solvent were visible on the tube. A ring of the residue on the edge of the valve is present. The reported problem was confirmed. The root cause is unknown. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.